Event description:
Feeding tube was inserted into lung of intubated pt. Discovered on x-ray and pt at that time also noted to have small pneumothorax. Feeding tube was removed. Pt remained in stable condition.